Manufacturer narrative:
The device was returned to manufacturer for analysis 4/22/2022. As received, device was able to power on and charging and pass post. After fully charged, device completed 4 hrs treatment and another 4 hrs heating test. No damage noted to system. System operates as designed. A review of the DHR was performed for work order (B)(4). All (B)(4) units from the work order passed final inspection. Orthofix coninues monitoring the devices on the market.

Event description:
Patient called and reported the device was burning her skin. Patient stated she tried using a towel for extra layers and the unit burned her hand touching it. She is on her neck and chest during and after treatment and unable to wear her brace and had anaphylaxix shock.